Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The cause of low bg was unknown. The customer was confused, disoriented, and fell because of the low bg. The customer received third party assistance from their family, who helped the customer walk and provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.